Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a safety needle. The customer reports that the nurse had a needle stick when she was trying to dispose of it in the sharps container. The customer further reported that they had to apply a lot of pressure to activate the safety shield and it appeared that the safety shield was not totally activated. The customer further reported that the hospital policy was that the nurse receive first aid based on the source testing. In this instance the nurse did not need any additional blood testing or any medical intervention based on the testing.

Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.